Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.